Manufacturer narrative:
(B)(4). The customer returned one hemolok large clip for investigation. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was returned opened. Microscopic examination revealed that the clip appears typical. No signs of mismolding could be found. No defects or anomalies were observed. (B)(4). Using lab inventory clip appliers ((B)(4)), the clip was loaded into the clip appliers and closed onto overstressed surgical tubing. The clip was able to correctly load onto the lab inventory appliers and close with no difficulty. There were no functional issues found with the returned clip. A corrective action is not required at this time as there were no functional issues found with the returned clip. The clip was able to be loaded into a lab inventory clip applier and closed onto overstressed surgical tubing with no difficulty. However, the clip is an interactive part. The clip appliers used at the time of discovery were not returned for investigation. The reported complaint of clip not closing could not other remarks: be confirmed based upon the sample received. The returned clip was functionally tested using lab inventory clip appliers with no functional issues found. However, the clip appliers used at the time the alleged defect occurred were not returned for evaluation so it is unknown if the appliers contributed to this event as clips are an interactive part. A device history record review was performed on the clip with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned clip.

Event description:
Reported event: the clip would not close on the vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73c1500224 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the clip would not close on the vessel. The patient's condition was reported as fine.